Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Conclusion(s): a temporal relationship exists between pd therapy with the liberty cycler/liberty cycler set and the patient¿s hospitalization for peritonitis (characterized by stomach pain and discomfort). However, there is no objective evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/liberty cycler set malfunction or product deficiency. The patient¿s peritonitis was attributed to pseudomonas organism which are bacteria present in soil and water and favor moist areas. Therefore, it is reasonable to associate the patient¿s peritonitis to contamination via the shower water, as reported by the pd nurse. Should additional information become available, this clinical investigation will be updated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired during treatment on (B)(6) 2019. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated that the patient experienced cardiac arrest during treatment and was transported to the hospital where they subsequently expired. Per the pdrn the death was not related to any fresenius products. The patient was utilizing 2.5% solution and had a pre-existing low ejection fraction rate. Additional patient, event, and hospital information was requested but was not available. The patient¿s esrd death certificate was requested but was not received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.